Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report the receiver did not hold the selected alert preferences on (B)(6) 2014. Patient claimed that she set the receiver to hypo-repeat and it reset to vibrate. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and "call tech support" error message was observed. The root cause was determined to be a defective component in the receiver's printed circuit board.